Event description:
It was reported that the system was removed due to infection. It was unknown what type of drug was being used in the system. Additional information had been requested.

Event description:
Additional information was received. It was reported that the infection was at the pocket. The patient had experienced an elevated white blood cell count, the pocket being warm to the touch, and being sick. At the time of report, the patient was ¿doing very well¿ and was receiving therapy again. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).